Manufacturer narrative:
The investigation has been completed. According to the clinical information, on the first day of impella cp support, the patient awoke from sedation in the intensive care unit and moved their leg which caused the pump to become improperly positioned. Shortly afterward, the pump was repositioned successfully. Support continued until the patient was withdrawn from support. No product was returned for a visual inspection. Data log analysis was not necessary for this complaint. The most likely cause of the positioning issues was patient movement. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 codes 2199 and 4629 were reported incorrectly on the previously submitted report. New code has been added to health effect - impact code.

Event description:
The patient remained critically ill and the family made the decision to withdraw care. The patient expired. Upon review by abiomed's medical safety officer, there is not enough information to associated the use of the device with the patient's outcome.

Manufacturer narrative:
The impella device has not been received from by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 43-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was further reported that upon the patient arriving in ICU and waking up from sedation, the patient started to move the leg and the impella became malpositioned in the ventricle. The impella was repositioned resolving the issue.